Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medial tech support reviewed the log files and screenshot sent by the customer and found out that the reported issue was attributed to defective blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical thath the bellavista 1000e experienced alarm 401- inspiration valve or device leaky. The customer confirmed there was no patient involve associated with the reported event.